Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Caller reportedly received the following results on an advantage meter, compared to a professional meter, within 10 minutes: 200s-range mg/dl (advantage) and 137 mg/dl (doctor's meter) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.